Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Additional information was received indicating that the ra lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was reported "bad" by the patient. However, no further details were obtained that could help in identifying the bad lead that was being reported by the patient. The ra lead remains in service. No adverse patient effects were reported.